Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the top of a bd¿ syringe s2 2ml leaked when in use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: sample evaluation: we have been provided with the affected samples. We could not determine the exact root cause due to the presence of drugs inside the syringes. The samples were not decontaminated. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2025 (july 25 - 28th, 2017). Syringes were assembled in machine, nº4239, nº4238, nº4219, nº4214, nº4207, nº4206, and nº4201, in lot #7206427 (july 25 - 26th, 2017), and in lot #7202260 (july 24 - 31st, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrels lots #7202240, and #7198281 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7187014, #7198287, #7202241, and #7205025 and no problems, defects or qn related to the reported issue were found. Root cause analysis: based on the nonconformance description, we think that the issue could be related with some ineffective luer slip fitting between the syringe tip and the device used in connection to the syringe. Based on our preventive measures and the numerous quality inspections we are confident that the level of defects in our process is very low. In bd fraga, the assembling machines have an on-line detection system that inspects 100 % the syringes, rejecting automatically the defective ones, such as: cracked barrel, missing components, hard sliding performance, noticeable leakage through the plunger, etc. Confirmation: the provided samples were not able to be tested. No leakage from tip was identified. We could confirm the reported issue. CAPA determination: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.